Manufacturer narrative:
(B)(4). Joerns is sending report to lift MFR. Joerns is sending report to sling MFR.

Event description:
It was reported to MFR, by facility, per facility, while a resident was being transported in the sling using a lift, the strap on the sling broke. The pt fell to the floor face first. The lift and sling were removed from service. The lift was examined and returned service. The pt sustained lacerations to the face requiring sutures, as well as fractured her nose and possible small subdural hematoma. Further investigation revealed that the pt received eight (8) sutures and a nasal fracture. The facility will not return the device for eval. Photos were requested and four (4) were received. The images were not sufficient to determine if the material had been snagged or cut which led to the tear propagating under the load or if it is a defective or poorly manufactured sling. The facility reported that form 3500a was completed and sent to FDA, however has not provided a copy to joerns as of this writing.